Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that a cardiac perforation occurred and the procedure was cancelled. During a percutaneous left atrial appendage closure procedure, a versacross connect laac was selected for use. Left atrial appendage closure was performed on a patient with nonvalvular atrial fibrillation, recurrent cerebral infarction, and a history of hypertension, placing them at high risk for bleeding. Heparin (2000 units) was administered, and the act was 175 seconds. Septal puncture was performed using transesophageal echocardiogram (tee) and the versacross connect, aiming for the fossa ovalis; however, tenting was difficult to confirm. The versacross connect was temporarily removed from the body. The bend was readjusted, and the fossa ovalis was re-attempted, but the intended location was not achieved. When trying to reposition the versacross connect wire into the superior vena cava (svc), fluoroscopy showed that the wire had inadvertently crossed the septum into the left atrium without energization. Since the passage through the fossa ovalis had not been confirmed, a tee was performed to check the wire's location, and it was suspected that it was outside the fossa ovalis. Further tee confirmed that the wire had entered between the pericardium. The pericardial fluid level was checked and no increase was observed. Vital signs remained unchanged from preoperatively. The wire was removed and the patient was observed for approximately 20 minutes to see if there was any increase in pericardial fluid. Since there was no change, no additional treatment was performed and the patient was discharged. Blood pressure remained unchanged from preoperative levels at 88/47, heart rate in the 60s, and sat at 100%. In the physician opinion, the wire was mal-positioned due to fragile septal tissue. The device is not expected to be returned for analysis (discarded). It was further reported that the procedure was discontinued because the transseptal puncture could not be performed safely. Versacross wire could not pass through the fossa ovalis as intended and instead entered the pericardial space. Watchman implantation will be performed after the septum stabilizes. Although the wire entered the pericardial space, there was no confirmed perforation and no increase in pericardial effusion. Rf application was not performed because confirming tenting was difficult. They did not mention any extended hospitalization. They only reported that the patient was observed for about 20 minutes and then discharged from the procedure room as here was no increase in pericardial effusion.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a cardiac perforation occurred and the procedure was cancelled. During a percutaneous left atrial appendage closure procedure, a versacross connect laac was selected for use. Left atrial appendage closure was performed on a patient with non-valvular atrial fibrillation, recurrent cerebral infarction, and a history of hypertension, placing them at high risk for bleeding. Heparin (2000 units) was administered, and the act was 175 seconds. Septal puncture was performed using transesophageal echocardiogram (tee) and the versacross connect, aiming for the fossa ovalis; however, tenting was difficult to confirm. The versacross connect was temporarily removed from the body. The bend was readjusted, and the fossa ovalis was re-attempted, but the intended location was not achieved. When trying to reposition the versacross connect wire into the superior vena cava (svc), fluoroscopy showed that the wire had inadvertently crossed the septum into the left atrium without energization. Since the passage through the fossa ovalis had not been confirmed, a tee was performed to check the wire's location, and it was suspected that it was outside the fossa ovalis. Further tee confirmed that the wire had entered between the pericardium. The pericardial fluid level was checked and no increase was observed. Vital signs remained unchanged from preoperatively. The wire was removed and the patient was observed for approximately 20 minutes to see if there was any increase in pericardial fluid. Since there was no change, no additional treatment was performed and the patient was discharged. Blood pressure remained unchanged from preoperative levels at 88/47, heart rate in the 60s, and sat at 100%. In the physician opinion, the wire was mal-positioned due to fragile septal tissue. The device is not expected to be returned for analysis (discarded).